Event description:
It was reported that the customer experienced hyperglycemia after changing all ilet supplies and starting a new insulin cartridge, with a reported blood glucose of 281 mg/dl that subsequently decreased to 230 mg/dl with continued monitoring. Symptoms included elevated blood glucose without reported ketones or other adverse effects. Outcomes included no need for emergency care or third-party assistance. Investigation included troubleshooting by monitoring glucose trends and reinforcing guidance to replace supplies if glucose did not decline. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no reported device alarms or infusion set issues and glucose trending downward after observation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.